Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) displayed signs of decompensated heart failure after a loss of atrial-ventricular synchrony. Daily impedance and threshold measurements taken for the right atrial (ra) lead were unstable. Pocket manipulation was performed which also lead to varying impedance and threshold measurements. Subsequent information indicated that a lead revision procedure was performed, during which, the competitor's ra lead along with the patient's crt-d were explanted and replaced. No additional adverse patient effects were reported.